Event description:
Related MFR report number: 2017865-2023-48202. It was reported that a patient presented to clinic due to a hematoma related to the pacemaker (pm) implant. During the pocket revision, the physician noted that the atrial lead insulation was damaged; the physician elected to explant and replace the atrial lead and drain the pocket. The patient condition was stable before, during, and after the procedure.